Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of postoperative pain and nonunion is unknown. This report is for one (1) unknown 6.5mm cancellous bone screw. Per the event description, the original implant date was on (or around) (B)(6) 2015. The complainant part has not been received for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 6.5mm cancellous bone screw was originally implanted on (approximately) (B)(6) 2015 to repair a dislocated acromioclavicular (ac) joint. The patient was returned to the operating room on (B)(6) 2015 due to pain, nonunion, and broken hardware. The bone screw reportedly broke at the junction between the smooth shaft and the screw threads. The device was removed during the revision procedure, which was completed successfully with no known surgical time delay. This report is for one (1) unknown 6.5mm cancellous bone screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one of the following device(s) was received: 6.5mm cancellous screw (part # 217.080 / lot # unknown) the implant was returned broken and is approximately 55mm in length. The tip of the screw is broken off and was not returned (missing piece would be approximately 25mm in length). It is unknown what caused the complaint condition, but it is likely that the non-union caused the screw to be subjected to excessive cyclic loading, which eventually led to its failure. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.